Manufacturer narrative:
The lens was not returned for evaluation. Inspection on a retain sample from the same lot was performed. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided, we are unable to determine a root cause. Lens was explanted approximately 11 months post implant.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that z-syndrome occurred approximately 10 months post-implant and the lens was explanted approximately post implant. Reportedly the superior haptic could not be released from the capsular fibrosis, and the retained haptic piece remained in the eye. Iris hooks and capsule tension ring were used. Additional information has been requested but has not been received.